Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction:user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 180mg/dl fasting. Verified test strips expire 10/24/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns: customers main concern is differences in results when comparing his meter results 125 to his physicians device. Customer believed his meter results are inconsistent because it register lower than his expected glucose range of about 180 and his physicians device. Customer stated he visited his doctor couple weeks ago and they compared his meter results to theirs and results were (172mg/dl physicians device) and 125 on his trueresult meter. Customer performed a blood test while troubleshooting and results were 118mg/dl (non fasting).

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 180mg/dl fasting. Verified test strips expire 10/24/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:customers main concern is differences in results when comparing his meter results 125 to his physicians device customer believed his meter results are inconsistent because it register lower than his expected glucose range of about 180 and his physicians device. Customer stated he visited his doctor couple weeks ago and they compared his meter results to theirs and results were (172mg/dl physicians device) and 125 on his trueresult meter. Customer performed a blood test while troubleshooting and results were 118mg/dl (non fasting).